Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false, defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings were damaged on the attachment device. It was further determined that the ball bearing had fallen apart, the balls were missing and the cage was not present, the color marking had fallen off and the extension sleeve was damaged. It was further determined that the device failed pretest for temperature, lock operation, cutter insertion. It was noted in the service order that the bearing fell off. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: upon further investigation, reliability engineering performed additional investigation. A visual and functional assessment was performed on the device which found that it failed the cutter insertion assessment. During repair, it was observed that the bearings were corroded and worn out causing the device to fail the cutter insertion assessment. It was further determined that the issue was consistent with normal wear over time. The assignable root cause has been corrected from product design; construction/design false, defective to worn out bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.